Manufacturer narrative:
No products were returned, so the fracture pattern could not be examined to determine if it was a fatigue or an ultimate stress fracture pattern. The tube plate was in-vivo for approximately two years before it fractured. It is unknown if or when bone union was achieved during this timeframe. There is not enough information to determine the exact cause of the plate fracture. Product history search for revealed no additional complaints against the part and lot combination. No devices or photographs were returned for review; therefore, the condition of the components is unknown. Review of the device history record for lot did not find any deviation or anomalies. The zimmer versa-fx ii system is used for treatment.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to a broken plate.